Event description:
It was reported that there was a fracture. A greenfield filter was implanted on (B)(6) 1995. On (B)(6) 2021, it was noted that a fracture had occurred. A portion of the fractured leg remained in the patient. No patient complications were reported.